Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a nurse programmed the pump module to infuse a secondary infusion of metoprolol at 25ml/hr over one hour. Twenty minutes after the infusion was started the nurse returned to the patient's room and noted the secondary bag of metoprolol had back-flowed into the primary bag of normal saline instead of infusing into the patient. It is unknown how much of the medication the patient had received. The nurse stated that the primary bag was set up lower than the secondary bag.